Event description:
Patient reported obtaining a result of 672 mg/dl, which is beyond the system's measurement range of 10 to 600 mg/dl on the compact system (meter strip lot 20618843 with expiration date 05/31/2005). Patient did not modify therapy based on these results, no patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the compact meter.